Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump contained dilaudid with an unknown concentration and dose. The patient refused to give identifying information, so specific device information and patient medical history was unknown. It was reported in 2007, the patient's health care provider (hcp) let the pump battery die before they put another battery in. The patient stated she was in the hospital sick with something else and gave the patient a peripherally inserted central catheter (PICC) line, and then the pump was replaced because she was there. No other patient symptoms were reported. No further patient complications were reported.